Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation under the therapy electrodes. The patient's physician prescribed fluocinonide gel. After using the gel, the patient reported the irritation cleared up.